Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and there was no temperature displayed on the carto or generator. The tip exhibited gross cracking and blood leakage inside the tip with apparent thrombus. No difficulty was identified when maneuvering or withdrawing the catheter. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s053. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-jan-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and there was no temperature displayed on the carto or generator. The tip exhibited gross cracking and blood leakage inside the tip with apparent thrombus. No difficulty was identified when maneuvering or withdrawing the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and temperature and impedance and irrigation tests of the returned device were performed following j&j medtech procedures. Visual analysis revealed a hole in the surface of the pebax and reddish material inside. A flow pump and pressure gage test was performed, and the device was irrigating correctly. No irrigation issues were observed. Temperature and impedance test was performed, and no temperature was displayed due to an open circuit on the tip area. No thrombus issue was observed; however, the reddish material inside the pebax could be related. A manufacturing record evaluation was performed for the finished device 31745090m number, and no internal actions related to the reported complaint condition were identified. The temperature, blood inside the tip and thrombus reported by the customer were confirmed. The potential cause of the open circuit could not be established conclusively. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. When radio frequency (rf) current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum if present. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).